Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, the device exhibited beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed low voltage and that this device power consumption was increasing in a gradual fashion. A device replacement was recommended or have the device battery status re-evaluated within 180 days. To date, this device remains in service. No adverse patient effects were reported.